Event description:
It was reported that the patient's right hip was revised due to catastrophic trunnion failure. The trunnion of the restoration modular cone body was found to be worn/ pencilled down. The head and cone body were revised (distal stem was retained). Rep can provide pictures and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation & wear involving an unknown restoration modular body was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: the device was not returned for inspection; however, a photographs was provided. The photo shows a metal head, nothing remarkable was noted. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the ap pelvis x-ray shows a modular restoration stem with a dissociated head. The trunnion has significant material loss. Trunnionosis with head dissociation is confirmed. The cause of this mechanical complication cannot be determined from the limited information provided. Should further documentation become available I would be happy to further this investigation.". Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to wear and disassociation. A review of the provided medical records by a clinical consultant indicated: "the ap pelvis x-ray shows a modular restoration stem with a dissociated head. The trunnion has significant material loss. Trunnionosis with head dissociation is confirmed. The cause of this mechanical complication cannot be determined from the limited information provided. Should further documentation become available I would be happy to further this investigation." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to catastrophic trunnion failure. The trunnion of the restoration modular cone body was found to be worn/ pencilled down. The head and cone body were revised (distal stem was retained). Rep can provide pictures and confirmed that no further information will be released by the hospital or surgeon.